Event description:
A customer reported receiving a system message. The footpedal was switched out with one from another system but the error message persisted. The system was then switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
The facility has ordered a new footswitch cable and reported that they will not be returning the old cable. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).